Event description:
Customer called to report being hospitalized in a diabetic coma for four days. It was stated that they were sick and did not treat that sickness correctly leading to elevated bgs. Doctor requested to see their pump, but the customer did not have it. The pump was taken to the hospital by a friend. The customer was transferred to another hospital. The pump can not be located at this time.